Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the lung tissue on a laparoscopic video assisted thoracoscopic lobectomy, the staple was able to fire but there was no correct b-form at every single staple. It looked and felt like barbed wire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were fully fired. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. On both reloads damage was noted to the knife channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reloads were cycled without hesitation or binding and was applied to test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.